Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the complaint device was received at the service center, and evaluated. It was reported that the device stopped, and did not work during the surgery. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was stuck and rusty. Further, the cable resistance was out of tolerance. The defective motor and motor cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. With the available information, we cannot determine the root cause of the defective motor cable. The drifting resistance value of the motor cable and corroded motor would have caused the customer to experience the reported problems. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/03/2020, and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via mail the 8022 hand pc tornado shaver. This device stopped, and it didn¿t work during the surgery. Surgery completed with another device. There was a surgical delay of 20 minutes. No patient consequence. The device is available to be returned for evaluation. Additional information provided by the affiliate reported the event occurred during the procedure. It was reported the device stopped working, and did not work during the procedure.